Event description:
It was reported that the patient sought medical attention with an infection that developed at the infusion site while wearing the Pod between 37 and 48 hours. It was reported that the patient felt pain while wearing the Pod which prompted them to remove it. When the Pod was removed, the site was observed to be red and swollen. The patient was diagnosed with an infection and was prescribed unspecified antibiotics as treatment.

Manufacturer narrative:
According to our records, the device will not be available for investigation. Therefore, no investigation can be completed and Insulet considers this investigation closed. Based on the available information, we are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.